Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred intra-operatively. The device was fired and staple mechanism engaged, but the tissue was not cut. The surgeon manually cut and tie the tissue off with scissors and silk ties. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred intra-operatively in cardio thoracic . The device was fired and staple mechanism engaged, but the tissue was not cut. The stapler needed to be changed to continue with the procedure. The surgeon manually cut and tie the tissue off with scissors and silk ties. Patient is alive.